Event description:
Reporter alleged the customer obtained the following results on the compact plus system within 10 minutes: lo (less then 10 mg/dl) and 192 mg/dl. Lo (less then 10 mg/dl) and 324 mg/dl the comparisons were performed at different times. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.